Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The surgeon wanted to a remove a calcar body (from a plasma stem) because of an infection. But the calcar body didn't get loose of the stem with the removal tool, and ultimately the tool broke.

Event description:
The surgeon wanted to a remove a calcar body (from a plasma stem) because of an infection. But the calcar body didn¿t get loose of the stem with the removal tool, and ultimately the tool broke.

Manufacturer narrative:
Corrected information: product available to stryker . Additional information: brand name; product code; common device name; catalog #; lot #, expiration date; returned to manufacturer on; manufacturing site for devices; PMA/510(k) #; device manufacture date. The following other device was added to this report after submission of the initial report: 15mm x 167mm bowed plasma stemrestoration modular hip system; cat# 6276-5-215, lot# 34314401. An event regarding infection involving a restoration modular bolt was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection noted that the product was returned in used condition. Multiple scratches were also observed throughout the surface indicative of heavy use. The restoration bolt was still attached to the broken restoration modular separator. Review of returned device with a material analysis engineer indicated "bolt was stuck in stem. Damage consistent with in-service use observed on bolt." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the reported lot and sterile lot. Conclusions: the reported event could not be confirmed nor the root cause determined as clinical history, follow-up notes and results of bloodwork for infection were not provided. The reported product was returned but nothing relevant to the alleged infection could be determined from it. A trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control no further investigation for this event is possible at this time. Further information such as pre- and post-op xrays, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.